Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of nausea and fatigue. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos), which led to the patient experiencing bradycardia. The lead remains in use. No patient complications have been reported as a result of this event.